Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high as compared to another meter as well as her feelings/normal readings. On 03/08/2013 the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed, the alleged issue began approximately 2 months ago, she couldn't recall exactly when. She tested on the subject device and observed a value of "250mg/dl" which she felt was high as compared to her normal readings. She then tested on another meter (accuchek) and observed a value of "190mg/dl" with 30 minutes of testing on the subject device. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. The patient manages her diabetes with novolog insulin through pump therapy and she continued with her usual diabetes management routine in response to the alleged issue. The patient denied that she developed any symptoms of high or low blood glucose in response to the alleged issue that occurred 2 months ago, previous documentation suggested that she became shaky and sweaty, but the patient denied these symptoms during the conversation with the mss. She denied receiving any medical intervention. She stated, she was nervous because, although she was administering the required amount of insulin through the pump, her blood glucose level remained high. She stated, she contacted animas and troubleshooting of the pump was also performed. She stated that neither the meter nor the pump at fault; the representative advised her to change the infusion site of her pump due to her not getting the right amount of insulin from the site in which it was inserted. As soon as the site was changed, she stated the issue was resolved and her readings were back to normal. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the testing technique was correct and the samples were taken from the same approved site. Replacement products have been sent to the patient and the subject meter was returned to lfs for investigation. On (B)(6) 2013, the meter was tested and the complaint was not reproduced, the meter passed all testing. The subject test strips have not yet been returned. There was no indication that the product caused or contributed to an adverse event. The patient denied developing any symptoms or receiving any form of medical intervention due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The test strips were not returned. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.